Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the battery cap on her insulin pump was stuck. Her blood glucose at the time of incident was 240 mg/dl. According to her, multiple people have tried to remove the cap using quarters and screwdrivers. The plastic around the battery cap was stripped. Troubleshooting was initiated for battery cap removal. The customer was advised to try the quarter and screwdriver again but the cap remained stuck. The customer was advised to discontinue use of the pump if the battery is low, and to monitor the pump closely if she continues to use it. The insulin pump was returned for analysis and a replacement device was shipped to the customer. Additionally, the customer reported high blood glucose a few days before the battery cap issue. Her blood glucose exceeded both the 300 mg/dl and 400 mg/dl ranges. She treated with manual insulin injections. No troubleshooting occurred for her hyperglycemia.